Event description:
It was reported that prior to the start of a da vinci-assisted transanal total mesorectal excision surgical procedure, the customer contacted technical support to report a repeated recoverable fault on universal surgical manipulator (usm) 2. Prior to contacting technical support, the customer attempted rebooting the system and recovering the fault with no improvement. The technical support engineer (tse) reviewed the error logs and confirmed the presence of several errors related to usm 2 failures. The tse guided the customer to hard power cycle the system and force the movement of the usm to a different position before powering it on, but the error returned. The tse advised that the usm would need to be replaced and the customer informed that they were not able to perform the procedure with three (3) usms. As a result, the procedure was converted to laparoscopic. The procedure was converted to laparoscopic surgery with no reported injury.

Manufacturer narrative:
An intuitive surgical, inc. (Isi) field service engineer (fse) was dispatched to the customer site to further investigate the reported event. The fse replaced the universal surgical manipulator (usm) due to error 32056. The system was tested and verified as ready for use. Isi received the da vinci product involved with this complaint to perform failure analysis. The universal surgical manipulator (usm) was analyzed, and upon visual inspection, no issues were found that would be related to the reported event. In the system logs, error 32056 was found, indicating a sensor fault on the universal surgical manipulator (usm) yaw axis, confirming the fault occurred in the field. The usm was installed onto a golden system where the 32056 error was triggered, indicating a fault on the yaw axis, replicating the reported event. The usm was then installed onto a psc fixture test platform (pftp), where usm agc current was found to be failing on the yaw axis. Once testing was completed, the yaw sl flat flex cable (ffc) was aba tested and verified to be the source of the fault. The complaint was confirmed based on failure analysis. The root cause is attributed to component failure of the yaw sl flat flex cable (ffc) which resulted in communication errors.